Manufacturer narrative:
Medwatch report number: mw5119697.

Event description:
It was reported a patient's atrial lead presented with low pacing impedance. No changes were reported. No adverse patient effects were reported.